Event description:
It was reported that this right atrial (ra) presented noisy signals and when examined through fluoroscopy it was found to have suffered a fracture. A new device was implanted. No additional patient effects were reported. Despite several attempts to locate the product it is unknown if the device will return for analysis.